Event description:
This report is being filed after the subsequent review of the following journal article: ahn, jae sung, lee, june kyu, and kim, joung hun (2011). Comparative study of clinical outcomes of anterior cervical discectomy and fusion using autobone graft or cage with bone substitute. Asian spine journal, vol 5, pp 169-175. This was retrospective review of a study of patient who had surgery performed between (B)(6) 2004. The study population included: 84 patients, for group a and for group b. Group a: 59 patients, had anterior cervical discectomy and fusion by smith-robinson method; follow up period ranged 18-38 months; age range 26-76yrs; and male-to-female ratio of 45:14. Group b: 25 patients, had fusion by decompression of cervical spine and a cage with bone substitute, with cervios chronos; follow up range 12-28 months; age range 41-76 years in group b with male to female ratio of 14:11. Complications: group b: incomplete union (n=2) and non-union (n=1) within 12 months of surgery;collapse or subsidence of endplate (n=4). This is report 1 of 1 for (B)(4). This report is for an unknown quantity of cervios chronos with an unknown part number and lot number. This report is for 1 device(s).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). This report is for an unknown quantity cervios chronos with unknown part and lot number. (B)(6). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.